Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the reported "blank screen" was not duplicated during investigation. The display screen was found to be fully functional and was clear and legible. The pump was opened; the display flex was found to be fully seated and was secured in the connector. Unrelated to the complaint, the battery compartment was cracked at the case seal to the left of the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.